Manufacturer narrative:
Upon return, the device will undergo laboratory testing to determine root cause.

Event description:
Subsequently, boston scientific received information that the local representative contacted ts to report that the device's battery was now depleted and the patient's remote monitoring system was now disabled. Ts explanted how this could occur when the voltage was below 3.025 volts. The clinic nurse was notified that the patient's monitoring system (red alert) was disabled due to the device's battery voltage. Stored data from the patient's monitoring system was reviewed and information was discussed with the local representative. End-of-life (eol) was declared as a result of a low battery voltage. As of (B)(4) 2014, the voltage was at 2.818 volts and steadily falling. This voltage is much lower than expected considering the implant duration and amount of therapy delivered. Alert#1003 was not declared as this device had depleted to a capacity at which voltage is used to determine the state of discharge before the voltage threshold was tripped. This may be due to a combination of later onset of the malfunction and a higher therapy usage by the device. The rate of depletion appears constant, if this remains true, the device should still be capable of delivering patient protective therapy for about 3 days. Ts was informed that the patient has been scheduled for replacement on (B)(4) 2014. Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and the device was explanted. The device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. The device was then subjected to automated testing to verify proper operation. The device would not pass due to a low battery. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Based on the rate of depletion we estimate that the device should be replaced within 28 days. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative was planning to discuss this with the physician. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
--

Event description:
The device was received at boston scientific's return products department.